Event description:
Syntax randomized clinical study 0278-1011. Same as 6000089-2006-860,861,862,864. It was reported that one day following a coronary artery drug eluting stenting treatment procedure, a death event occurred. Initial index procedure treated 4 lesions, lesion 1, a bifurcation located in the lad prox and first diag. Was treated with a 2.75x12mm taxus express2 stent. Lesion reorts heavy calcification and severe tortuosity. Lesion 2 located in the prox cx was treated with a 3.x 12mm taxus express2 stent, lesion 3 located in the rca prox treated with a 3.5x28mm and 3.5x32mm overlapping taxus stents. Lesion 4 located in the lad prox was treated with a 2.75x12mm taxus express2 stent. Death was due to cardiac arrest 1 day post index procedure pre-discharge. According to investigator relationship to study device is unrelated and relationship to procedure is probable.